Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient's lead exhibited abnormal impedances. As a result, surgical intervention may be undertaken to address the issue.